Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that there were loss of prime warnings. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Follow up #2 10/04/2016. Device evaluation: the pump has been returned to animas and evaluated on 09/08/2016 with the following findings: the pump¿s black box data from the date of the event had been overwritten due to continued use of the pump. The pump was able to perform the rewind, load cartridge, and prime steps with no issues. The pump¿s force sensor was found to be within calibration. The pump was exercised for 24 hours with no loss of prime warnings observed.